Manufacturer narrative:
(B)(4).

Event description:
It was reported that via merlin.net there were several episodes of non sustained oversensing due to post paced t-wave oversensing observed. Reprogramming was performed. The patient did not receive inappropriate therapy due to this, was in good condition.